Manufacturer narrative:
Part # 125-35 is not distributed in the u.s.; however, pn # 125035 is of essentially identical design and is distributed in the u.s. No sample is expected to be returned for evaluation. Without the actual complaint sample being returned or the lot number of the product, a full investigation cannot be carried out. If the sample is received at a later date and/or if significant information becomes available, related to this report, a summary will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the inflation line developed a "slow leak" during patient use. Extubation and reintubation of a replacement tube was required.